Event description:
Related reference manufacturer number: 2017865-2021-30191. Related reference manufacturer number: 2017865-2021-30199. It was reported that the pulse generator, right atrial and right ventricular leads were explanted. There were no allegations of malfunction or adverse events. Further information was requested but not received.